Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported weak light from the optics and light goes out from time to time during inspection for use involving an olympus rigid video laparoscope. There was no patient injury reported.